Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported migration associated with partial clip movement appears to be related to procedural conditions. The reported poor image resolution (difficulty visualizing the clip in the posterior position) was due to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. Therefore, the complaint is a foreseeable event.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 functional tricuspid regurgitation (tr), a very restricted septal leaflet and an anterior-septal mid to posterior-septal central jet for a triclip procedure. During the procedure there was difficulty visualizing the clip in the posterior positon due to the patient anatomy. The first triclip xtw (tcds0305-xtw, lot: 50423r1019) was implanted mid anterior-septal. A second triclip xtw (tcds0305-xtw, lot: 50423r1017) was selected for implant near the first clip on the anterior-septal leaflets, however there was difficulty grasping the leaflets. Therefore, the decision was made to position the second clip (tcds0305-xtw, lot: 50423r1017) more posteriorly but still on the anterior-septal commissure. The second clip was deployed successfully. After deployment of the second clip, a residual jet was noted between the first and second clips. The decision was made to implant a triclip xt (tcds0305-xt, lot: 50304r1010) in between the first two clips. After deployment of the third clip, the second clip (tcds0305-xtw, lot: 50423r1017) shifted in orientation, which created a significant turbulent jet posteriorly. A fourth triclip xtw (tcds0305-xtw, lot: 50423r1018) was implanted posteriorly to the second clip balance the orientation of the second clip and reduce tr. The final tr grade was 2. Per the physician, the second clip may have shifted due to the different clip orientation of the third clip implantation between the first two clips.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 functional tricuspid regurgitation (tr), a very restricted septal leaflet and a anterior-septal mid to posterior-septal central jet for a triclip procedure. During the procedure there was difficulty visualizing the clip in the posterior postion due to the patient anatomy. The first triclip xtw (tcds0305-xtw, lot: 50423r1019) was implanted mid anterior-septal. A second triclip xtw (tcds0305-xtw, lot: 50423r1017) was selected for implant near the first clip on the anterior-septal leaflets, however there was difficulty grasping the leaflets. Therefore, the decision was made to position the second clip (tcds0305-xtw, lot: 50423r1017) more posteriorly but still on the anterior-septal commissure. The second clip was deployed successfully. After deployment of the second clip, a residual jet was noted between the first and second clips. The decision was made to implant a triclip xt (tcds0305-xt, lot: 50304r1010) in between the first two clips. After deployment of the third clip, the second clip (tcds0305-xtw, lot: 50423r1017) shifted in orientation, which created a significant turbulent jet posteriorly. A fourth triclip xtw (tcds0305-xtw, lot: 50423r1018) was implanted posteriorly to the second clip balance the orientation of the second clip and reduce tr. The final tr grade was 2. Per the physician, the second clip may have shifted due to the different clip orientation of the third clip implantation between the first two clips.